Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # l51r9p. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device only fired approximately 20% of its staples. The case was completed with another device of the same product code. There were no patient consequences reported.